Event description:
It was reported that there was a patient alert for high impedance on the right ventricular (rv) lead. The parameter on the leas was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2013 it was also reported that the rv lead was suspected to have fractured due to noted oversensing which was provokable with pocket manipulation. Therefore the rv lead was capped and replaced with a new lead.

Event description:
It was reported that there was a patient alert for high impedance on the right ventricular (rv) lead. The parameter on the lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with 3 patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for maximum superior vena cava defibrillator impedance equal to 44 to 212 ohms peak between (B)(6) 2012.

Manufacturer narrative:
(B)(4).